Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was flushed however the guidewire became stuck in the lead. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.